Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that patient had blister at the ipg site and ipg was visibly coming out from the skin.

Event description:
It was reported that patient had blister at the ipg site and ipg was visibly coming out from the skin. Additional information was received that the patients ipg site was sore and the ipg was coming out. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were kept by facility.